Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for the call was patient reported that they are set to have their ins replaced on april 9th, but they wanted to know the time of the procedure. Agent reviewed and redirected patient to their healthcare provider (hcp). Patient reported that they needed their battery replaced because their current implant is eos and the ins and controller quit working all together. Patient mentioned that while they were charging their ins, the implant runs so much power through the patient that it lifted their feet because of the sudden strong stimulation. Patient stated they no longer have the controller or other devices with them. Patient did not provide event date on unexpected stimulation.